Event description:
In 2004 a dental implant was placed in tooth location #15. In 2005 during second stage surgery the healing screw could not be removed from the implant. Subsequently the implant with the attached screw became loose and was removed. About 4 months later the clinician was contacted. He stated the pt's implant was replaced and no problem was indicated for the pt.